Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 175 mg/dl. Troubleshooting was done. Advised customer to program a normal or easy bolus into air to determine if delivery is successful. Customer stated could not program anything. Bolus was not recorded in the bolus history. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump alarmed during prime test at 4.0 lbs due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.